Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. The bolus wizard functioned properly per bolus wizard sample in the user guide. No estimate total anomaly noted when using the bolus wizard feature. Unit had minor scratched display window and a small crack on the reservoir tube lip.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 742 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was in the intensive care unit and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. It was reported that bolus wizard was working accordingly. Caller also reported that healthcare professional requested that insulin pump be replaced. Customer did not feel well and declined troubleshooting.